Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the stay safe extension set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis was associated with patient error that led to a breach in the sterile pathway from a disconnection between the pd catheter (not a fresenius product) and the fresenius extension set. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported a patient on pd therapy has peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather the nurse was ordering syringes for the patient to administer antibiotics. In additional follow-up, the pd nurse stated that on 8/dec/2023, the patient was hospitalized with peritonitis characterized by abdominal pain. The patient had a pd culture obtained (in the hospital) which yielded an elevated white blood cell (wbc) count. The nurse was not able to provide whether the pd culture had any organism growth. The patient was initiated on antibiotic therapy with intravenous ceftazidime (dose not provided). Subsequently, on (B)(6) 2023, the patient was discharged from the hospital continuing intra-peritoneal (ip) ceftazidime (dose not provided) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd with the same cycler. The nurse confirmed that the patient did not have any fluid leaks with the fresenius cycler or any performance issues with fresenius products in relation to the event. The nurse reported the patient did not completely attach the fresenius extension set to the pd catheter (not a fresenius product) which resulted in a disconnection. The nurse indicated the peritonitis was due to the patient error as this led to a breach in the sterile pathway.

Event description:
A registered nurse (rn) reported a patient on pd therapy has peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather the nurse was ordering syringes for the patient to administer antibiotics. In additional follow-up, the pd nurse stated that on (B)(6) 2023, the patient was hospitalized with peritonitis characterized by abdominal pain. The patient had a pd culture obtained (in the hospital) which yielded an elevated white blood cell (wbc) count. The nurse was not able to provide whether the pd culture had any organism growth. The patient was initiated on antibiotic therapy with intravenous ceftazidime (dose not provided). Subsequently, on (B)(6) 2023, the patient was discharged from the hospital continuing intra-peritoneal (ip) ceftazidime (dose not provided) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd with the same cycler. The nurse confirmed that the patient did not have any fluid leaks with the fresenius cycler or any performance issues with fresenius products in relation to the event. The nurse reported the patient did not completely attach the fresenius extension set to the pd catheter (not a fresenius product) which resulted in a disconnection. The nurse indicated the peritonitis was due to the patient error as this led to a breach in the sterile pathway.

Event description:
A registered nurse (rn) reported a patient on pd therapy has peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather the nurse was ordering syringes for the patient to administer antibiotics. In additional follow-up, the pd nurse stated that on (B)(6) 2023, the patient was hospitalized with peritonitis characterized by abdominal pain. The patient had a pd culture obtained (in the hospital) which yielded an elevated white blood cell (wbc) count. The nurse was not able to provide whether the pd culture had any organism growth. The patient was initiated on antibiotic therapy with intravenous ceftazidime (dose not provided). Subsequently, on (B)(6) 2023, the patient was discharged from the hospital continuing intra-peritoneal (ip) ceftazidime (dose not provided) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd with the same cycler. The nurse confirmed that the patient did not have any fluid leaks with the fresenius cycler or any performance issues with fresenius products in relation to the event. The nurse reported the patient did not completely attach the fresenius extension set to the pd catheter (not a fresenius product) which resulted in a disconnection. The nurse indicated the peritonitis was due to the patient error as this led to a breach in the sterile pathway.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The event description describes a use error and does not allege any deficiency or defect related to the manufacture of the liberty cycler set. The complaint sample is not available for manufacturer physical evaluation. The reported incident was caused by the end user. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed and completion of the DHR review is not required as it is unrelated to the investigation.